Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced repeated error 86 prior to starting pre-anesthesia and had already performed three system reboots, but the issue reoccurred. The customer contacted the technical service engineer (tse) for phone assistance. The tse reviewed available information and determined that error 86 indicated a power distribution board adc fault (12.0v out-of-range) and that the error pointed to the ipd/power tray assembly. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the procedure started directly as laparoscopic and was completed that way. There was no patient injury. The problem was not resolved during the procedure, it was troubleshooted on (B)(6).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and functional and electrical tests were performed. The fse then replaced the redundant power tray assembly (rtpa). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.